Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported bravo capsule failed to transmit. Customer stated that the capsule was calibrated successfully, however it will not begin the study. The device stated that the capsule had already been calibrated and to hit cancel to start the study. The patient drank some water and changed locations to see if the capsule signal was picked up. However, it was not. A repeat procedure is necessary.